Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective therapy. Programming was attempted without success. Diagnostic showed that one lead had high impedances. As a result, the ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.